Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00040: neck, 3025141-2021-00041: stem.

Event description:
A arh slideloc raidal head replacement system was implanted into a patient. Over time, the stem became loose. The device was surgically removed on (B)(6) 2021.